Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer also received many low predicted alarms consecutively from the sensor. The customer's blood glucose was 70 mg/dl. Troubleshooting was done. The customer stated that he had suspended the sensor in order to stop the low predicted alerts prior to the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a cracked display window and a scratched reservoir tube window.